Event description:
It was reported that the surgeon attempted to remove an unknown manufacturer's intramedullary nail with using the conical extraction screw to reverse thread and back out the screw. Too much torque caused the tip of the extractor to break in the cannulation. Surgeon decided not to remove the hardware but revised the knee and completed the surgery with no other issues. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The device history record review reported that orchid unique manufactured the conical extraction screw, p/n 387.34, and lot number us99089 for po (B)(4). The supplier¿s certificate of compliance (dated 11/11/08) indicates the parts were manufactured to p/n 387.34 and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿e¿ (completed 11/13/08). No mrrs or ncrs were generated for this lot. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
There was a 20 minute surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.